Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 unit, erroneously elevated high sensitivity troponin t results were seen in thirty (30) samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-jul-2025. Investigation summary: bd received 10 samples and one photo for investigation. The photo illustrates the customer's indicated failure mode of poor barrier separation; however, erroneous results cannot be seen in the photo. The 10 returned samples underwent visual inspection with no issues identified, and five of these samples were submitted for functional tests. All test results were within specification limits. Additionally, 100 retained samples were visually inspected with no issues identified. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for high sensitivity troponin t. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (hs troponin t). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 unit, erroneously elevated high sensitivity troponin t results were seen in thirty (30) samples. No adverse impact was reported regarding the patient or user.